Event description:
It was reported that the 2800 sys would not power up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.